Manufacturer narrative:
The insulin pump was received with a constant a64 alarm due to faulty electrical component on the radio frequency board. Unable to test low reservoir alarm due to constant a64 alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump kept alarming radio frequent pic failed self-test. Customer stated she was home; she was vacuuming when the alarm occurred. Customer doesn't know her blood glucose level at the time the alarm occurred but current was 142 mg/dl. Troubleshooting was performed and the alarm has occurred for four consecutive days. Alarm reoccurred during self-test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.